Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012637893 was returned and analyzed. Visual inspection was carried out. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. Catheter identification and ablation was carried out. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Verification of steering mechanism was carried out. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was conducted. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity and hipot verification (where applicable): electrical continuity test did not reveal any anomalies. Inspection (microscope/x- ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the shaft segment, entangled electrode wires were observed. In conclusion, the twisted array was not reproduced, the catheter failed the return product inspection due to to entangled electrode wired. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter pscc100 pulseselect, the slider was found to be extremely rigid and would not extend or retract without great difficulty. Upon removal from the patient and re-prepping, the array was visibly twisted, though not inverted, and the slider required forceful pushing to be captured which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.